Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead dislodged. To date, no surgical intervention has been performed; however, the system has been reprogrammed. No adverse effects were reported.